Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). The full name of the event site was shortened due to field character limit; the full name is (B)(6). Testing of actual/suspected device (10): the getinge field service engineer (fse) that encountered the issue replaced the 12v batteries using screws and labels and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the battery run time portion at 59 minutes of the 135 minute run time test. There was no patient involvement, and no adverse event reported.